Event description:
In this event it was reported that a pt experienced an adverse reaction to the use of integrity temporary crown and bridge material. As reported the pt returned to the office one day after the procedure and upon examination it was determined that the tissue in the quadrant involved was red, swollen and ulcerated. The pt was given a prescription for peridex rinse and instructed to see an allergist. The pt returned to russia and is not available for f/u.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.